Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, cautery was used and the pulse generator exhibited output issue. The patient experienced slow heart rate of twenty five to twenty eight beats per minute. The device was quickly explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure, the device was otherwise normal.